Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was not confirmed. However during evaluation, it was noted that the device seal was worn, had low power, made excessive noise and was leaking air. The device also failed pretests for check for noticeable noise, check oscillating frequency with frequency meter and check for air leak. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device seal was worn, had low power, made excessive noise and was leaking air. It was further determined that the device failed pretest for check for noticeable noise, check oscillating frequency with frequency meter and check for air leak. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.